Event description:
Fluid substance found inside the new syringe morning dr xxxxx just want to bring it to you attention that a mother contacted me and told me that she found fluid in the syringes. She said out of two packs of 10 each she found fluid in 7 in the one bag and 3 out of the other bag. The bags was sealed when she took one out and found the fluid in it. She did not store it in the fridge at any stage. I informed her not to use any of the syringes with the fluid in. I requested one box of 0.3 syringes from pharmacy and myself and xxxxxxx went through it. We found 3 syringes with fluid in it. I put some of the fluid on a paper towel and it had an oily look.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as silicone and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.